Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03 may 2024 it was reported by a sales rep via email that an ar-6527-01, retractable cannulated knife, straight had a stiff switch and would not allow easy deployment with one hand. This occurred on 02 may 2024 during a hip arthroscopy & labral repair. The procedure was completed successfully using a new blade. There was case involvement.